Event description:
It was reported that the patient experienced worsening right-sided sharp headaches associated with subjective weakness on the left side, left upper and lower extremity swelling. Interventions included medication and steroids an the event was indicated as ongoing.

Manufacturer narrative:
The patient experienced worsening right-sided sharp headaches and subjective weakness on the left side reported as cerebral edema. The patient had an emergency department encounter lasting less than 24 hours and received steroids as intervention. In addition, the patient experienced fatigue and left-sided weakness reported as a stroke/tia on MRI findings. The severity was indicated as mild and did not require hospitalization. The patient received aspirin as medication intervention as well as referrals to neurology and cardiology. Both the cerebral edema was indicated as resolved and the stroke/tia as resolved with sequela.

Manufacturer narrative:
According to an update received on 21dec2022, the resolution date was updated to (B)(6) 2022 for this event.